Event description:
Ventilator screen was not displaying settings and pt care data. Sao2 remained stable as the ventilator component continued to supply oxygen to the pt. Respiratory therapist was immediately notified and a replacement ventilator was supplied. It was noted that the ventilator was alarming and displaying technical code # 34.